Manufacturer narrative:
The pipeline flex will not be returned for evaluation as it remained implanted in the patient. The device was not returned; therefore the complaint of migration after deployment could not be confirmed, and the event cause could not be conclusively determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of pipeline flex migration after implantation. The patient received the pipeline flex to treat a saccular aneurysm in the left posterior inferior cerebellar artery (pica). The aneurysm dome was 5.5mm and neck diameter was 4.6mm. There were no reports of any device issues during the procedure. Wall apposition was achieved. The site noted that there was "device migration" of the pipeline flex braid approximately one year post-implantation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event description - additional information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional event information: the site reports that pipeline flex migration was due to braid foreshortening in the middle to distal section by 1-2 mm.